Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 225cc mentor memorygel breast implant (left) and an unknown mentor gel implant (right) experienced bilateral capsular contracture (baker grade unknown) and left sided rupture post procedure. As a result, bilateral capsulotomy was performed. The left implant was found to be ruptured on explant and was replaced with another 225cc mentor memorygel breast implant. The unknown mentor gel implant was found to be intact and placed back inside the patient. The reuse of these devices is off label use. This report relates to the right prosthesis. See 1645337-2019-21116 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).